Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: a picture of a semi-healed sore and now a skin flap as a result of my partial upper aligner. My last set of aligners has been causing significant discomfort, as well as sores and now permanent scarring/skin damage inside my right cheek. Regarding the advice I received earlier about soaking my aligners in really warm water, this is not applicable for this issue and makes no difference in the level of irritation in my cheek. The support team provided fit & comfort tips, recommended filing, and sent the case for an aligner evaluation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.